Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was non-functional since (B)(6) 2013. The patient was dissatisfied with the longevity of the ipg and desired to have it removed. The next course of action is undetermined at this time.